Manufacturer narrative:
Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 345, which was reproduced at power up and found to be caused by a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
The biomed called to report a spectrum pump displayed system error 345. Patient involvement, injury, or medical intervention is unknown. No other information is known.